Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted: (B)(6) 2016.

Event description:
It was reported that during normal follow up the patient's implantable pulse generator (ipg) was noted to be loose in the pocket and was "flipping over". It was further reported that the atrial lead was undersensing and had pulled back. The ipg was reanchored and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.